Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. The lesion was described as heavily calcified and 80% stenosed, which may have contributed to the reported failure to advance/cross the lesion. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. However, there was no note of any damage observed to the sds or stent implant prior to the procedure, which suggests that a product deficiency did not contribute to the reported incident. It is possible that the stent became disrupted on the balloon while attempting to advance through the heavily calcified, 80% stenosed lesion. Then, as the sds was withdrawn, the stent implant interacted with the tip of the guiding catheter, which may have contributed to the reported difficulty to remove and subsequent stent dislodgement. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Based on the reported information and the investigation, the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality deficiency.

Event description:
It was reported that after predilatation was performed on the heavily calcified, 80% stenosed lesion in the left anterior descending artery, the mini vision stent delivery system (sds) failed to cross. During removal of the sds from the patient, resistance was felt and the stent implant dislodged from the balloon into the patient coronary. A snare device was used to successfully retrieve the stent implant from the patient. A 2.0x12 mm mini vision was crossed and deployed at the lesion for completion of the case. No patient adverse effects were reported. No additional information was provided.